Event description:
Complainant alleged that the medics were attempting to defibrillate a 72 year old male pt in cardiac arrest and who was presenting a ventricular fibrillation heart rhythm. With the device in manual mode, the device failed to shock the pt. The device then rebooted into semi-automatic mode. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.